Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported separation of the shaft was confirmed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for shaft separation/detachment prior to use reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported during removal of the protective mandrel from the 2.5 x 28 mm device, the shaft was noted to be separated. There had been no resistance during removal from the packaging hoop. The device was not used and it did not enter into the patient anatomy. The procedure was successfully completed by using another device. There was no reported clinically significant delay in procedure and no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.